Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. The particulate matter was identified during a routine inspection after the device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 06, 2015 to january 07, 2015. The device was received for evaluation. A visual inspection identified a white particle 0.40 mm in size, floating in the reservoir of the device. Fourier transform infrared spectroscopy revealed that the particulate matter was acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.